Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump delivered a 10 unit bolus without user confirmation. Review of the pump data logs by tandem technical support verified that the pump calculated a 1 unit bolus; however, the 1 unit bolus was overridden and a 10 unit bolus was manually entered and delivered by the user instead. Tandem technical support did not observe any issues with the pump; however, customer maintained belief that pump delivered a bolus that was not entered. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer continued to use the pump for insulin therapy.